Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that a battery had burst inside the battery compartment and the back of the insulin pump was discolored. The customer reported that the device showed low battery alert then went blank. The customer also reported an emergency room visit for high blood glucose levels on (B)(6) 2015. The customer's blood glucose level was 327 mg/dl at the time of incident, but was 372 mg/dl at the time of call. The cause per the doctor was unstable blood glucose levels. The customer had not been wearing the device for 1 day before the event. The customer was out of warranty and nothing was replaced or returned.